Manufacturer narrative:
An event of st elevation was reported. A returned device inspection to rule out any device-related causes could not be performed as the device was not returned for analysis. Information from the field indicated continuous flushing was done through the side port, and no aspiration was performed. Additional information from the field also indicated that the first st elevation occurred when the steerable sheath was in place, and the pigtail catheter was advanced into the left atrium. There was no leak or air embolism observed in the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. During the procedure, the patient had st elevations three times. The st elevations resolved without treatment after 1-2 minutes each time. There was no leak or air embolism observed in the patient. An angiogram was done to check coronary arteries and nothing abnormal was noticed. The device was successfully implanted. There was no clinically significant delay in the procedure. The patient was reported as stable. Subsequent to the initially filed report, the following information was received that all three of the st elevations occurred when the steerable sheath was in place and the pig tail catheter was advanced into left atrium. The st elevations occurred before the amulet was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. During the procedure, the patient had st elevations three times. The st elevations resolved without treatment after 1-2 minutes each time. There was no leak or air embolism observed in the patient. An angiogram was done to check coronary arteries and nothing abnormal was noticed. The device was successfully implanted. There was no clinically significant delay in the procedure. The patient was reported as stable.